Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing resulting in false pause episodes. No new episodes have been transmitted since (B)(6) 2019. The patient was in stable condition. No programming changes were made. The patient will continue to be monitored.